Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up #01 MFR report and is being included on this follow-up #01 MFR report: 1. Section b. Box 1. Adverse event and/or product problem. Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Section b. Box 5. Describe event or problem h3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath. During the procedure, the cat7 became kinked upon inserting into the sheath. Therefore, the cat7 was removed. The procedure was completed using another cat7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath (7fr cook). During the procedure, the cat7 became kinked upon inserting into the sheath. Therefore, the cat7 was removed. The procedure was completed using another cat7. There was no report of an adverse effect to the patient.